Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:16:50. During night drain cycle one, the patient's ultrafiltration reading was 1852ml, indicating the home patient (hp) drained 1852ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass low drain volume alarm during initial drain and states "contact your dialysis center to learn when it is safe to bypass." Page 18-39 also has the warning: "bypassing a low drain volume alarm during initial drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation later in your therapy." If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).